Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited intermittent fault alarms, it continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited intermittent fault alarms while supporting a patient. The customer also reported that the patient was switched to a back-up freedom driver. There was no reported adverse patient impact.

Manufacturer narrative:
The driver's alarm history was reviewed and did not reveal any new alarms. The driver passed all sections of functional testing. Additionally, an extended observation run and a battery discharge/recharge test were performed on the driver and it functioned as intended without any alarms or abnormalities. The customer-reported alarm was not reproduced and there was no evidence of a device malfunction. The root cause of the customer-reported issue could not be conclusively determined. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. Ce 4623 follow-up report 1.